Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. The patient did not receive remedial therapy, and the outcome and root cause of the peritonitis was unknown. Pd therapy continued.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Based on all available parameter and usage information, the device was found to be outside of the expected limits. With a new battery attached to the device, the device was tested and a high current was detected. The high current was traced to the hybrid assembly. The encapsulation in the hybrid was removed to determine the source of high current. After de- capsulation, excessive current was observed. During further testing, the hybrid became damaged and the root cause could not be conclusively determined.

Event description:
Patient presented to the clinic after not feeling well for a few weeks. During the device interrogation, patient became syncopal and passed out for a few seconds. The patient remained sitting in the exam chair and was not injured. Data displayed an alert condition for the device being eri and the patient notifier had triggered. The device was explanted due to early battery depletion.